Event description:
It was reported that a tibial nail was removed from a patient on (B)(6) 2015 due to nonunion. There was no damage to the nail but 1 screw was broken. The nail, screws and broken screw were safely removed. Implants were removed due to bone not healing. Revision was completed with another synthes tibial nail. The implants will not be returned. Patient status and procedure outcome were not reported. It was confirmed that the part number for the nail is 04.004.346s, lot number 5386776. There was no surgical delay and the procedure was successfully completed with no patient harm. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.